Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized due to syncope. There was noise detected on the rv channel which caused oversensing for ventricular fibrillation (vf). The oversensing stopped after a short time and shock therapy was diverted. There was also pacing inhibition observed. The physician felt that the lead may be broken. The physician reprogrammed the rv channel to the lowest setting. An x-ray was taken and reviewed and helix issue was noted on the x-ray. A revision procedure will be performed in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
Subsequently, a revision procedure was performed and this lead was partially abandoned. A non boston scientific lead was successfully implanted to support pace/sense therapy with no further anomalies reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.